Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified aorta. A 14-4/5.8/120 xxl¿ vascular balloon catheter was advanced to perform plain old balloon angioplasty. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 12mm non-bsc balloon catheter. No patient complications were reported and the patient¿s post procedure condition was good.